Event description:
Customer using accu-chek advantage system. Customer reports back to back testing on same meter with high result of "hi", retested with result of 340mg/dl, and retested again with result of 190 mg/dl. Location of testing not provided. Customer has no symptoms. Customer treated based on a sliding scale of insulin. No serious injury or illness occurred. Customer states he ran controls 3 mos prior, but does not know what they were. A request was made for return of the suspect product, and a replacement was sent. Accu-chek advantage system: accu-chek comfort curve test strips lot#549440, exp date# 01/31/2008.

Manufacturer narrative:
The suspect product is comfort curve test strips.